Event description:
The customer reported being hospitalized for high blood glucose of 455 mg/dl. Troubleshooting was performed. The customer stated that she woke up feeling weak. The customer also stated that she noticed that there was a hard area in the tubing. The programming daily totals did not match the bolus plus the basals and times. The customer stated that the device alarmed prior to changing the infusion set. Ran a fixed prime and high pressure tests and passed. No further info was provided.